Event description:
The customer called and reported there was a compromised force sensor system alarm on the insulin pump. At the time the alarm was received, customer's blood glucose was 89 mg/dl. It was stated that the customer's blood glucose went up to 421 mg/dl at 7:00 am on the morning of this report. Customer stated she had syringes when advised to treat per healthcare provider instructions. The drive support cap on the insulin pump appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.